Event description:
Tap it was reported that 209 days after implantation of a 2.50x16 mm taxus express2 drug eluting stent, an instent restenosis occurred. During the initial procedure, the target lesion was located in the ostial right coronary artery (rca). A pre-intervention or post-intervention stenosis was not reported. No information was reported on the tortuosity or calcification of the vessel or patient medications. After balloon dilation, a 2.50x16 mm taxus stent was deployed in the ostial rca. During the procedure, the patient received heparin and nitroglycerin. No information was reported concerning patient complications. The patient presented 209 days after the initial procedure with an in-stent restenosis in the ostial rca. A pre-intervention restenosis percentage was not reported. After balloon dilation, 2.75x16 mm taxus stent was deployed in the region of the in-stent stenosis. No information was reported concerning percentage of post-intervention stenosis. The patient was reported to have tolerated the procedure well. Patient status was reported as "fin."